Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced waxy vision at all distances. The iol was explanted and exchanged with unspecified monofocal iol, 2 months and 30 days following the initial implant procedure and procedure was completed on the subsequent day. Additional information has been requested but is not available at the time of this report.